Manufacturer narrative:
This report is being filed to provide additional information in e.3.

Manufacturer narrative:
Investigation: one set of blood bags with the filter from the collection set was returned for evaluation. The leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 3ml/min was noted, and it was confirmed there were no air leaks. The filter was disassembled to observe the appearance of filter membranes and noticed creases in the filter membranes of the filter. The creases in the filter were not different from those in conforming products and in the filter membranes and aggregation was observed in the all filter membranes. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Shipping testing was performed on the reserve samples from the reported lot number. There serve samples were also visually examined, and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Root cause: based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be due to an occlusion, we noticed that the first through third filter membranes from the inflow side of the filter were locally dyed dark with toluidine blue. The investigation showed aggregation on all of the filter membranes. Therefore,occlusion may have occurred, and blood may have been filtered by the filter area which was smaller than usual and the linear speed (flow rate per unit area) increased, and then leukocyte leakage occurred. We observed aggregation in all the filter membranes. We therefore infer that excessive aggregates in the donation bag flowed into the filter after the start of filtration and caused clogging in the inflow side of the filter layers. There is also a possibility that the blood may have been separated in the donation bag and the separated blood did not disappear even after being agitated prior to filtration. As a result, the blood with high flow resistance flowed into the filter and occluded the inflow side of the filter layers; therefore, leukocyte leakage may have occurred by the increase in the linear speed due to occlusion in the areas with aggregation. In regard to blocking by aggregates, the following is recommended: reducing the risk of forming blood aggregation. Please invert the donation bag several times immediately after blood collection to ensure that blood and anticoagulant are well mixed, and reducing the risk of slow blood flow by fully agitating the donation bag before the start of filtration to evenly disperse the separated blood components.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).